Manufacturer narrative:
(B)(4). Batch # n57e8a. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: please clarify how the device did not staple correctly. Did the device lock out and would not fire? Did the device begin to staple and cut, but then jammed? If the device stapled, were there staples missing from the staple line? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Did the device staple, but there was no cut line? Response received: the posterior part of the staple line was insufficient. Staples were observed in the tissue but they were partially unformed. Patient received neoadjuvant radiotherapy and the tissue was very rough. Excessive force was necessary to close the instrument on tissue. There was no blood loss requiring a transfusion.

Event description:
It was reported that during a lower anterior resection procedure, the device did not staple correctly. They had to do a second resection and used a new instrument. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.